Event description:
It was reported that the center lock nut of the implant sheared off, during the tightening phase of a surgical procedure. According to the surgeon, it "did not feel as if they were tightening very much". As a result, the surgeon was only able to implant one device instead of the preferred two implants. No patient complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.